Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file from the event was received. Review of the data file showed messages indicating a real time clock error. However, without receipt of the device, a root cause cannot be determined. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed initial testing. However, the device was put through extensive testing including daily, weekly, and monthly self-testing with test pads without duplicating the report. The report was cleared and did not reoccur. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a real time clock error disabling the device. Complainant indicated that there was no patient involvement in the reported malfunction.